Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was to be admitted for an ICD implant and continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 05/11/2012 - reuse; electrode belt sn (B)(4): 05/02/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was conscious and using the restroom at the time of the event. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments at 12:51:05 and 18:52:15 on (B)(6) 2015. Rapid atrial fibrillation rate contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was to be admitted to the hospital for a scheduled ICD implant and continued to wear the lifevest.